Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during the repair surgery of the anterior peroneal ligament of the right ankle, the tail of the osteoraptor anchor was broken. The procedure was completed using a smith and nephew back-up device; however, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the repair surgery of the anterior peroneal ligament of the right ankle, the tail of the osteoraptor anchor broke inside the patient. All the broken pieces were removed from the patient with tweezers. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in the original drilled bone hole. No further complications were reported.